Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient was connected at the time of the alarm, and didn't disconnect at any point during therapy. Nothing unusual was noted with any of the home patient's supplies. Outlet port clamps were not used while making spike/port connections and the patient had 1 unused supply line which was not clamped off during therapy. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient discontinued therapy. No patient injury or medical intervention was associated with this incident per the home patient.